Event description:
It was reported that, "dr. (B)(6) saw a pt today in clinic for a 3 month f/u and found that two 6.5x60mm trio screws that were implanted in s1 were broken where the threads start. Revision surgery hasn't been scheduled yet so, the inventory is still in the pt."

Manufacturer narrative:
Additional info has been required and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.